Event description:
On or about (B)(6), 2010, I underwent surgery on both legs for compound fractures. The femoral nail kit that went in the left femur, the screw on the lower part of femur broke before 3 months were up. I now have 1 leg shorter because of this. More surgery.